Event description:
Patient implanted with a proximal femoral nail anti-rotation, blade, screw and end cap construct in (B)(6) 2011 for a left proximal femur fracture. The nail broke postoperatively at the hole of the nail and blade interface along with breakage of the distal locking bolt. A non-union was noted and x-rays were taken on an unknown date. Patient was revised. This is the third of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.